Event description:
The surgeon inserted an aq2010v silicone three piece lens and discovered that the pt's capsule was torn. The reporter stated that it is unk when the tear occurred. The incision was enlarged to remove the lens and a vitrectomy was performed. Another lens was sutured into the eye. The reporter stated their facility uses a competitor's phacocmulsification machine.